Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, perineal pain, gravida ii and abdominoplasty. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral essure removal and tubal sterilization with removal of proximal aspect of both tube). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and genital haemorrhage to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: patient is not pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, perineal pain, vaginal delivery and abdominoplasty. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral essure removal and tubal sterilization with removal of proximal aspect of both tube). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and genital haemorrhage to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: patient is not pregnant. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on (B)(6) 2021: this case become serious incident. Mr received. Reporter information, patient's medical history, explant date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.